Manufacturer narrative:
The returned acu-loc 2 plate showed normal signs of wear expected from the insertion and removal process. No severe or abnormal damage was discovered. Additional mdrs associated with this event: 3025141-2020-00100: screw 1, 3025141-2020-00102: screw 2, 3025141-2020-00103: screw 3, 3025141-2020-00104: screw 4, 3025141-2020-00105: screw 5, 3025141-2020-00106: screw 6, 3025141-2020-00107: screw 7.

Event description:
An aculoc 2 proximal plate was implanted about five years ago. The patient recently fell and broke the distal row of screws locked in the plate. The hardware was removed in a revision surgery and was replaced with a new plate and screws.